Event description:
The user from user facility reported that they observed metal shavings on the device during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
D4: gtin field (include full UDI if not included in initial MDR). Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user from user facility reported that they observed metal shavings on the device during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.